Manufacturer narrative:
D10 concomitant product: egia60amt egia 60 artic med thick sulu (lot#: n4g1736y) sigphandle, sig power sigphandle handle (serial#: unknown) sigpshell, sig power sigpshell control shell (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic rectal resection, the firing could not be done at all. A new reload and adapter were used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: d9 (latest return date), h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the unload switch was at the home position. The adapter was received with a reload attached articulated at full pull. The reload's laminates were protruding through the side of the articulation joint. The sled of the reload had not been advanced. Functionally, the blue unload switch could only be partially depressed. The adapter was connected to software and the data indicated there were articulation calibration errors. The adapter had 38 of 50 procedures remaining with attached reload was connected to an rpa handle. The reload could not be removed from the adapter. The adapter body was lifted, and the articulation mechanism was found to be out of home position. A manual retract tool was used to return the articulation mechanism to near home position and the adapter body was put back onto the adapter. The adapter was reconnected to an rpa handle. Emergency retraction began and a loud snapping sound was heard indicating a disconnection between the firing rod and reload laminates. The returned reload was able to be removed from the adapter. An rpa reload was then able to be loaded onto and unloaded from the adapter without difficulty. The adapter was connected to an rpa clamshell and an rpa handle running v29.5 software. The device calibrated correctly. The rpa reload was attached to the adapter and was able to be rotated and articulated in all directions without hangups or sluggishness. The unit was able to be fired without any issues. It was reported that the instrument did not fire. The reported issue was confirmed. The most likely cause was not traced to the device. It was also reported that there was a condition of firing rod not in home position and articulation mechanism not in home position. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: of articulation calibration errors. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload: center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the blue unload switch back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic rectal resection, when the jaws were closed, the green button was pressed, but the device did not activate and the firing could not be done at all. A new reload and adapter were used with the same handle and shell to resolve the issue. There was no patient injury.